Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue; damaged battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/08/2015 with the following findings: the black box showed one call service, replace battery alarm on (B)(6) 2014. The returned battery cap and cartridge cap were used to complete the investigation. Unrelated to the initial complaint, the battery compartment was found to be cracked on the side at the threads, in two places. Moisture corrosion was observed in the battery compartment. The pump failed a leak test due a battery compartment leak. The display contrast was found to be dim and reddish. The pump powered on with a call service low battery warning due to moisture corrosion in the battery compartment. The initial battery life complaint was duplicated. There was no power interruption during the investigation; all the current readings were within specifications. The pump cover was removed for further investigation and no further moisture ingress or intermittent condition was found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.